Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high impedances. Intervention was performed and the the associated leads were tested with the pacing system analyzer (psa). Psa readings were within acceptable limits. The physician suspected an issue with the ICD header. The ICD was explanted and replaced without incident. The explanted device is expected to be returned for evaluation.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Engineering analysis and testing of returned products identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high impedances. Intervention was performed and the associated leads were tested with the pacing system analyzer (psa). Psa readings were within acceptable limits. The physician suspected an issue with the ICD header. The ICD was explanted and replaced without incident. The explanted device is expected to be returned for evaluation. Subsequently, the device was received, and analysis completed.